Manufacturer narrative:
Other health care professional. Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. Interrogation of the pump determined it was used to infuse fentanyl 100.0 mcg/ml at 42.36mcg/day and bupivacaine 5.507mg/day at 13.0 mg/ml. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received from a mortuary/funeral home with no allegations against the device. No symptoms were reported.